Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros trop I es results were obtained from four patient samples processed on a vitros 5600 integrated system. Root cause for the non-reproducible, higher than expected results was most likely unexpected analyzer performance as unacceptable pre-service precision test results were obtained. The investigation was unable to rule out unexpected reagent performance or inappropriate pre-analytical sample processing as contributing factors.

Event description:
The customer obtained non reproducible and higher than expected vitros tropi es results from four patient samples processed on a vitros 5600 integrated system. Patient 1 = 0.478 vs. Expected <0.012 ng/ml; patient 2 = 0.162 vs. Expected <0.012 ng/ml; patient 3 = 0.237 vs. Expected 0.013 ng/ml; patient 4 = 4.560 vs. Expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. The results were reported to a clinician with corrected results being reported later. There were no allegations of patient harm made as a result of the events but one of the patients received a heart catheterization as a result of the initially reported result. (B)(4).